Event description:
It was reported that following a pump replacement the patient had a change in therapy effect. The patient experienced increased tone and tremors on one side. The current reservoir volume was 37.1ml. It was unclear if the catheter was aspirated and primed, or if any volume of drug was used to rinse. The pump was interrogated and the logs were read. The logs appeared to be normal. The drug volume shown on the 8840 seemed to be consistent with what would be expected to be in the pump. Options were discussed with the physician for further trouble shooting, but the physician elected not to pursue those options at that time. The physician did increase the patient's daily rate by 3%. The physician planned to admit the patient to the hospital for testing not directly related to the pump. The physician wanted to rule some other things out. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).